Event description:
Same case as MFR #: 2134265-2013-08915. Reportable based on device analysis completed on (B)(4) 2013 it was reported that coil friction within the introducer occurred. The severely tortuous target lesion was located in the alimentary canal. Two 6mm/6.5 mm vortx - 18 were selected to treat the target lesion. During preparation, when the device was unpacked it was noted that the introducer sheath of the coil was kinked. The coil was pushed with the pusher wire, however the coil would not come out from the introducer sheath. Resistance was encountered upon insertion of the introducer into the microcatheter. It was noted that a little portion of the first coil came out of the introducer. It was also noted on the second coil that the resistance was encountered within 5cm from the hub of the microcatheter. The device was then removed from the microcatheter. An angiographic image was performed and revealed that no part of the coil fell into the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a broken coil and a number of fiber bundles are below specification.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a box, an introducer and two coils were returned for analysis. The introducer was examined and no kinks were found. A visual inspection was performed and found the coil to have blood on the fiber bundles. The coil was found to be kinked and stretched in multiple locations. A microscopic inspection was performed. The apex zap tip was found to have a smooth surface. The coil in this region was highly stretched. The base zap tip was not present. The base of the coil was broken from the main coil. Four fiber bundles were missing from the returned coil. Due to the coil being stretched, it is not possible to know how much of the coil was broken. It is possible that the fiber bundles were present on the missing portion of the coil. Another possibility is a result of the highly stretched coil. Gaps were present throughout the primary wind, possibly causing the fiber bundles to detached from the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu for vortx 18 coil gives instructions as to how to successfully prepare the coil for the procedure and the dfu states that: "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen. 1. Attach a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Attach a stopcock to the side arm of the rhv and then connect a line for continuous flush of appropriate solution. 2. Attach a second rhv to the hub of the microcatheter. Attach a stopcock to the side arm of the rhv and then connect a line for continuous flush of appropriate solution.¿ (B)(4).